Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no related complaint received with return of device. Conclusion: failure observed during analysis. The device was returned in its original packaging. Analysis noted that no communication could be established between the device and programmer due to a depleted battery. The device was cut open, the original battery was removed and an external power supply attached. The device was tested on the bench and using automated tests. It passed all tests. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.

Manufacturer narrative:
The device was returned in its original packaging. Analysis noted that no communication could be established between the device and programmer due to a depleted battery. The device was cut open, the original battery was removed and an external power supply attached. The device was tested on the bench and using automated tests. It passed all tests. The original battery was returned to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined. (B)(6).

Event description:
It was reported that prior to implant, no communication could be established with the ICD with two different programmers. Device was not implanted.

Event description:
This report is to advise of an event observed during analysis.